Event description:
Specific event type: supply issue. Person affected: not associated with a person. Severity level: good catch. Injury incurred? No. Equipment/product involved/malfunctioned? Yes. Brief factual description: silastic foley catheters have excess powder look material around foley connecter area, and yellow discolored substance around foley catheter hole area. Multiple foley catheter packages are opened to find acceptable catheter. Doctor decided to use latex free catheters for his procedures. Contributing factors (reported): none/unknown. Immediate actions (reported); used latex free foley catheter. Manufacturer response for catheter, retention type, balloon, bard® silastic® foley catheter (per site reporter). Or service leader called our bard rep. [Date redacted] and is waiting for return phone call.